Event description:
It was reported that the bed has unintended movement when the patient is lying on it.

Event description:
It was reported that the bed has unintended movement when the patient is lying on it.

Manufacturer narrative:
Follow-up submitted as further investigation determined the bed did not have unintended motion but seemed unbalanced due to a large amount of weight placed at the headend of the bed. No defect was found and the bed was working to specification. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.